Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported this was an arteriotomy closure of a right common femoral artery using a starclose device after a percutaneous transluminal angioplasty (pta) procedure. Reportedly, after deploying the clip on the vessel wall (step 4), the device was unable to be removed from the anatomy. The safety release button was pressed, and the device was able to be removed without further issue. Although the clip was deployed on the vessel, hemostasis was not achieved. Therefore, manual compression was used to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Manufacturer narrative:
Visual inspection and functional testing were performed on the returned device. The reported failure to achieve hemostasis and difficult to remove could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot specific issue. Based on the reported information and the observations from the returned analysis, a definitive cause for the reported issue could not be determined for the reported issue. Factors that contribute failure to achieve hemostasis may include, but not limited to, user pulls back on the device during clip deployment, user rocks/twists the device during device withdraw, clip interacts with the vessel locator wings. It is possible that interaction with the patient tissue contributed the reported difficulty removing he device. The investigation determined that the returned device observation appears to be related to a potential product quality issue due to the thumb advancer not properly glue to the carrier tube.